Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received no delivery alarm and the insulin pump was not working. The customer¿s blood glucose level at time of incident was 400 mg/dl. The customer reports event was resolved by changing complete set. Customer declined troubleshooting for high blood glucose level. Customer reports alarm did not occur during manual prime. The device will not be returned for analysis.